Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was returned and evaluated. The user¿s report was confirmed, the ceramic tip was found damaged. Given the device evaluation and the results of the investigation, the reported failure was likely caused by fatigue or improper handling in the form of poor maintenance or excessive force. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the inner sheath's ceramic tip was damaged, the screws were missing, and the sealing ring was aged. There were no reports of patient harm, no delay, and the patient was not under anesthesia. The procedure was able to be successfully completed using a similar device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.